Event description:
Information was received from an unknown source regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient reported the metal piece on the desktop charger (dtc) cord (37761) is loose and coming off since (B)(6) 2021 but she has been babying it. Patient called stated she received the dtc cord but it did not fit into the insr port. Ps reviewed how to remove the metal piece that is stuck inside the insr port and patient is able to pull out the metal piece on the insr port and the dtc plug into the recharger and the issue is resolved. Additional information was received from a manufacturer representative (rep). The rep stated the patient hasn't charged in a while and they assume the ins is overdischarged. The rep inquired about doing physician recharge mode over the phone - tss reviewed this should be done in office for multiple reasons. Caller was going to follow-up with patient. Additional information received from the consumer reported that the patient (pt) said she has not charged the ins since about (B)(6) 2021. Rep was able to meet pt today to do passive mode recharge. Rep said he did antenna locate (al) test and after the al test he saw a por message. Technical services (ts) reviewed that rep should charge to 25% and clear the por.

Manufacturer narrative:
Continuation of d10: product ID 37761 lot# serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #:(B)(6), h3: analysis of the 37761 desktop charger (dtc) (serial number : (B)(6)) revealed a frayed cable. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.